Event description:
It was reported that there was a revision. Further information provided by the sales rep on (B)(6) 2013, indicated that the reason for the revision was fretting of the taper.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown head. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.